Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician advanced the pod coil through the microcatheter. While advancing the pod coil in and out the microcatheter to adjust the position of the pod coil, friction started to build up until the point the physician was trying to retract the pod coil and it unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed and the pod coil was flushed out. The procedure was completed using another pod coil and the same microcatheter. There was no report of an adverse effect to the patient.